Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had evidence of loss of capture (loc) resulting in "asysotle" for a dependent patient. The patient was hospitalized following a syncopal episode. Boston scientific technical services (ts) recommended programming the right ventricular (rv) automatic threshold feature off and program the outputs to a fixed setting with an adequate safety margin.